Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the implanted device recorded two ventricular episodes with tachy therapy from (B)(6), however, the communicator alerts were not detected by the consult report uploaded on may 6. It was noted that these stored episodes were of interest because of a recent hospitalization due to heart attack. Review of transmission data indicated the communicator alerts were not posted until may 21, due to cellular connection issues. This communicator remains in service. No adverse patient effects were reported.